Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that while inserting the femoral component the device disengaged after the first impaction attempt. The instrument then fell apart on the back table.

Manufacturer narrative:
The product was returned and evaluated. Visual inspection found multiple dents and scratches suggesting multiple uses. The part was returned disassembled, and a spring was not returned for evaluation. Further inspection found the weld between the stop and hook was fractured. Sem analysis of the fracture showed that it was suspected to be fracture due to overload; however, most of the fracture surface appeared to be damaged after the fracture. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined as the frequency and conditions of use are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.